Event description:
A customer reported experiencing a cartridge alarm indicating a potential issue. The customer's blood glucose level was reported as high, although the specific value was unknown. The customer became escalated, refused to continue technical support, and requested to speak to a supervisor.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer required assistance to administer a manual injection to address elevated bg. Customer reverted to an alternate method of insulin therapy.